Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that their ins had stopped working in (B)(6) 2013. They had their device tested in 2013 or 2014, and it was not reading properly. They had lost weight and they stated it felt like the ins was sticking out of their side since within the last year to year and a half prior to this report. They were redirected to their doctor.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID 3778-60 lot# va065b8018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the patient had battery replaced on (B)(6)2017. Electrodes 8-15 all out of ranger (oor). Impedances checked several times intraoperatively. The rep was able to program lead 0-7 and obtain good stimulator coverage of bilateral back post operation. No intervention occurred regarding the lead. The patient is alive with no injury. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant products: product ID 3778-60 lot# va065b8018, product type: lead does not apply to this event. The event is no longer reportable for serious injury. Patient code (B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the cause of the out-of-range impedance remained unknown. The explanted stimulator was discarded was disposed by the facility. The reason for the battery replacement was that the patient wanted a non rechargeable battery. No further complications were reported.